Event description:
A male patient called to request medical information on stents collapsing and additionally reported an adverse event. In 2008, he had a cypher stent inserted in an unknown vessel and 2 multi-link mini vision coronary stents. Approximately a month later, he experienced chest pain, shoulder pain and neck pain and was hospitalized. He was told he had a massive heart attack and his cypher stent which was clogged, had collapsed at the time of his hospitalization. The unknown vessel that contained the cypher stent could not be repaired because access was blocked by the 2 multi-link mini vision coronary stents. His hcp also explained that this artery was small. He continued to experience chest pain, shoulder pain, and neck pain and his hcp was aware. At the time of the report, no additional information was provided.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.